Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge around (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. Customer confirmed wearing pump in case, loaded new cartridge with reported insulin amounts, and resumed insulin delivery successfully, and technical support reviewed details and closed case with no further action documented.